Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a lantern delivery microcatheter (lantern). During the procedure, the tip of the lantern became "unwound" after aggressive manipulation by the physician; therefore, it was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.